Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. No asystole was observed. In addition, the lead also exhibited loss of capture (loc). It was suspected that the lead was fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.